Event description:
The gastrointestinal videoscope was returned to the service center with a report of blockage. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, foreign objects on the air/water cylinder and tube were observed and the most likely cause was not identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.